Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Due to insufficient product information, the compatibility of the involved products could not be verified. Medical records were not provided. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). A2. Mean of age: 71.2 years at time of surgery. D6a. Implant date: between (B)(6) 2011, and (B)(6) 2020. G2: foreign - event occurred in italy. Literature: the zweymüller primary stem is a reliable, effective, and less invasive implant in revision hip arthroplasty for paprosky type I and ii defects. A. G. Battaglia; r. D'apolito; b. T. K. Ding; s. Tonolini; j. Ramazzotti; l. Zagra. Bone joint open. 2025. Pages 1-9. Doi:0.1302/2633-1462.62.bjo-2024-0182.r1 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 01-dec-2025 that reported a retrospective study from italy. The purpose of the study was to evaluate the clinical and radiological outcomes, and survival, of a consecutive series of femoral revisions performed using a primary cementless stem with tapered geometry and rectangular cross-section at medium-term follow-up. The study reviewed 113 patients (115 hips) with intraoperative paprosky type I (86 hips) or ii (29 hips) defects, who underwent femoral revision with alloclassic zweymüller sl stem for one-stage aseptic revision or two-stage septic revision from january 2011 to december 2020. Cases were performed by dr. L. Zagra at irccs istituto ortopedico galeazzi, milan, italy. All procedures were done using the posterolateral hip approach with transosseous repair of the capsule and short external rotators and/or scar tissues at the end of the procedure. A preop aspiration of the joint was performed when infection was suspected. The study population had a mean age of 71.2 years at time of surgery (range, 41-93 years); (60 males / 53 females). Follow-up was conducted at 2, 4, and 12 months postop then annually with a mean length of follow-up for 66 months (range, 24-140 months). The study reported 2 patients sustained intraoperative trochanteric fractures that were treated intraoperatively with cables without stem exchange. Diligence is completed and no further information on the reported event has been provided.